Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the battery was reprogrammed on 2017 (B)(4) to resolve the por and noted that the cause of the por was unknown. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the battery was indicating ok rather than a capacity percentage. It was stated that a rep met with the patient but did not clear the power on reset (por) or enter the incorrect serial. There were no symptoms or further complications reported or anticipated.